Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-08789. It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. It was noted that during procedure, there were binding sites between the atrial and right ventricular lead and in the process of extracting the atrial lead, the right ventricular lead was damaged by the laser. The lead was also explanted and replaced. The patient was in stable condition.